Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle cerebral artery thrombus was removed. The react-68 catheter tip was found to have a break and was not used. It was replaced with a new react-68 to complete the operation. The distal end was also reported to have been crushed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for middle cerebral artery embolectomy. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a 6mm diameter.

Manufacturer narrative:
H3: product analysis as found condition: the react-68 catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. No other devices used in the event were returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the react-18 catheter hub. The catheter body was found ruptured at ~1.0cm from the distal end. The distal tip and distal marker band were found ovalized. Testing/analysis: the react-68 total length was measured to be ~140.5cm (specification 141cm ± 3cm), the usable length was measured to be ~133.8cm which is within specification (specification 132cm +3cm/-0cm). The react-68 catheter was flushed, and water was found to exit out the distal tip. The distal end was blocked, and water was found to exit out of the ruptured hole. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter crush¿ and ¿catheter separation/break¿ were confirmed as the distal tip/marker band were found ovalized, and a rupture was observed near the distal end. The rupture found is indicative of over-pressurization. However, the customer reported finding the damage out of packaging and not during preparation/use. Therefore, the likely cause could not be determined. There is an indication that the failure is due to a potential manufacturing issue, therefore, a DHR review will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter was only broken. Not crushed. The tip was the soft section at the distal end of the catheter. The catheter was broken once the package was opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.